Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint with associated MFR# 2954740-2016-00286. (B)(4). Concomitant medical products: synchro guidewire 0.014 in; prowler select plus catheter 0.021; penumbra max catheter; trevo xp device. (B)(4). The revive se will not be returned and with no alleged quality issues no root cause analysis can be performed. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Lack of efficacy is a known potential adverse event associated with use of the revive se device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that the characteristics of the thrombus present, the target location and intraprocedural issue may have contributed to the reported event. No further actions are needed at this time.

Event description:
As reported by (B)(6) study, (B)(6) underwent combined protocol of rtpa and thrombectomy on (B)(6) 2016. Pre-treatment magnetic resonance imaging revealed a thrombus located in right middle cerebral artery (mca). Rt-pa given pre-angio at a dose of 0.9 mg/kg; no ia or IV lytic given intra procedurally. Pump aspiration was performed (competitor¿s device) and then three passes were made with revive se (frs21452299/t10081) however the mca could not be re-canalized. It was reported that due to repositioning the revive se was deployed several times. Another competitor¿s device was used to restore flow. The adverse event of revive se malfunction leading to no recanalization was reported to be moderate in severity and not a serious adverse event. The event was reported to be related to the device or the procedure and unrelated to the medication or the underlying disease state. The event resolved without sequelae on (B)(6) 2016. Tici score preprocedure: tici 0 tici score postrevive se : tici 0 and at the end of procedure : tici 2b. The complaint product is not available for analysis.